Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0406 captures the reportable event of stent deployment suture knotted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used to treat a malignant esophageal stricture during a stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, while deploying the distal portion of the stent, the deployment suture became stuck and knotted. Despite multiple attempts, the deployment suture could no longer be pulled, and the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0406 captures the reportable event of stent deployment suture knotted. Block h11: an ultraflex esophageal distal covered stent and delivery system were received for analysis. The stent was received partially deployed. Functional inspection related to stent deployment was performed by pulling the finger ring, but it was observed that the shaft bowed due to a kink noted on the shaft. Therefore, the black deployment suture distal to the delivery handle had to be directly pulled and the stent was released. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The reported event of stent deployment suture knotted could not be confirmed. The investigation concluded that the reported event of stent partially deployed and the additional investigation finding of shaft kinked were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, taking all available information into consideration, the overall root cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used to treat a malignant esophageal stricture during a stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, while deploying the distal portion of the stent, the deployment suture became stuck and knotted. Despite multiple attempts, the deployment suture could no longer be pulled, and the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.